Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon. Functional testing using a inflation device filled with water was used to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There were multiple hypotube kinks. There was tip damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.